Event description:
The customer reported the system will intermittently not boot. No patient injury was reported.

Manufacturer narrative:
The service rep replaced the hard drive with compact flash drive and upgraded the system software from ver17 to ver18.1. System functions as intended.